Event description:
It was reported that a concentrated norepinephrine 4mg/250ml infusion programmed at 0.2mcg/kg/min infused at a higher rate than expected (20ml/hr) in the ICU after receiving the patient from the or with the norepinephrine infusing at their standard concentration. The customer further stated they performed their own internal investigation and found that the event was the result of the end user error and will not be providing any further information regarding this event, nor will they be providing the devices for investigation. There was no report of patient harm.

Manufacturer narrative:
No device will be returned per customer. The customer's final response indicated they had performed their own internal investigation and identified the issue to be the result of user error.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that an ICU patient received a concentrated norepinephrine dose at a higher rate than expected after the patient came from the or with the norepinephrine infusing at their standard concentration. There was no report of patient harm.